Event description:
A (B)(6) old male patient contacted zoll customer support contacted to report exposed wires where the cable meets the vibration box. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (wires exposed near vibration box) has been confirmed. As received, the trunk cable was pulled from the distribution node, which exposed wires. In addition, all coaxial wires were cut. The cause for the damage cannot be positively identified but is likely a result of physical abuse. No adverse resulted from the damaged cables and wires. The patient received a replacement electrode belt.